Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. The manufacturer's field service engineer (fse) confirmed the broken latch on the power management (pm) board for the interface cable from the user interface (ui) pcba and ordered a power management (pm) pcba and came back at a later time to replace.

Event description:
During corrective maintenance, the manufacturer's field service engineer (fse) found a broken latch on the power management board. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR: 20sep2019. Date of report: 23sep2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the customer returned power management board was tested with no functional failures identified. It was found that the j4 connector was damaged. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
During corrective maintenance, the manufacturer's field service engineer (fse) found a broken latch on the power management board. There was no patient involvement.